Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and increased in thresholds. Additional information was obtained from the field representative indicating that the cause for high thresholds was lead malfunction. In addition, the behavior was attributed to the lead. This ra lead was abandoned surgically. No additional adverse patient effects were reported.